Manufacturer narrative:
Sc-1200 (sn (B)(4)): device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patients ipg was non-functional and would no longer charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was non-functional and would no longer charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.